Event description:
It was reported that the patient faced an infusion set fell off event on (B)(6) 2026. The infusion set was used for two days. The insertion site was the leg.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.